Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and scratches on screen that impairs view of screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had rewind more than once and unexplained no delivery alert. The insulin pump will not be returned for analysis.